Event description:
It was reported that pump experienced malfunction alarm with non-resettable malfunction code and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer had no backup insulin therapy available and planned to contact healthcare provider, while technical support arranged replacement pump shipment.